Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach degradation noted at to the distal end of the connector boot 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.